Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user roles were not respecting the override groups. A technical support specialist (tss) adjusted the user role to allow independent overrides from devices in specific areas. A new role with the necessary permissions was created and assigned to relevant users to support medication removals. The tss tested the updated workflows, confirmed functionality and the feedback was provided and acknowledged by the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the user roles were not respecting the override groups. The customer stated that the malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.